Event description:
Following bilateral intraocular lens (iol) implant surgery, a consumer reports glare that interferes with driving at night and in the rain. She also reports difficulty reading for which the surgeon has given her glasses. The surgeon plans to fit her for a contact lens in the left eye at her next visit. At the consumer's request, the surgeon was not contacted. There are two medical device reports associated with these events. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. At the consumer's request, the surgeon was not contacted.